Manufacturer narrative:
This device is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected of exhibiting premature battery depletion (pbd). At the patient's previous follow-up the device showed approximately 1 year remaining longevity and was later found to have decreased to less than 6 months remaining later that day upon review of stored device data. At the patient's subsequent follow-up approximately 3 months later the device was found to have triggered end of life (eol). Therapy availability could not be confirmed upon discovery of eol. A revision procedure was subsequently performed wherein the device was explanted and replaced. No adverse patient effects were reported.